Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. All scar tissue adherent to the leads were also removed. The patient experienced subsequent device related endocarditis as well. There were no additional adverse effects reported. The product was explanted.